Event description:
It was reported that the patient with this right ventricular (rv) lead felt dizziness and fell at home. Later, upon check in the emergency room (ER), it was found that the rv lead exhibited intermittent loss of capture (loc) even at higher out puts. All measurements were within normal limits and the x ray showed no issues with the lead and no asystole more than two seconds was seen. The field representative check the device and the right ventricular (rv) lead was found to be fracture near the clavicle. Subsequently a revision procedure was performed, nonetheless, the physician did not get successful access to implant another lead and decided to implant a competitor micra pacemaker. The rv lead was surgically abandoned, and the pacemaker was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead felt dizziness and fell at home due to a syncopal event. Later, upon check in the emergency room (ER), it was found that the rv lead exhibited intermittent loss of capture (loc) even at higher out puts. All measurements were within normal limits and the x ray showed no issues with the lead and no asystole more than two seconds was seen. The field representative check the device and the right ventricular (rv) lead was found to be fracture near the clavicle. Subsequently a revision procedure was performed, nonetheless, the physician did not get successful access to implant another lead and decided to implant a competitor micra pacemaker. The rv lead was surgically abandoned, and the pacemaker was explanted. No additional adverse patient effects were reported.